Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2016 by user facility system buyer, "opened package and it was highly damaged, and sterile seal was broken."

Manufacturer narrative:
Received for evaluation was one talon probe inner (packaging) box. The shipping box was not received. A visual review of the package noted damage on the front and the back. The tray with the sterile device was removed from the box and damage was observed, including the seal being broken. The customer's reported complaint description of a damaged packaged and compromised sterility is confirmed. A review of the lot history records for the reported lot showed no manufacturing related deficiencies at the time of manufacturing. Prior to being packed in a shipping box, each packaged device is inspected for damage. The instructions for use which is supplied to the end user with this catalog number states: "inspect the device packaging. If the sterile barrier is compromised, do not use. Do not use is package is damaged." Although the complaint description is confirmed, a definitive root cause cannot be determined;however, it does not appear to be manufacturing related. The most likely root cause for this event is handling damage that occurred during transit after leaving the angiodynamics facility. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).